Event description:
A surgeon reports a scratched intraocular lens (iol) was found after inserting the iol into the eye during implant surgery. The incision was enlarged to facilitate removal of the iol. Add'l info has been requested.